Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (underwent surgery to remove essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, menorrhagia, fatigue, abdominal pain, abdominal distension, migraine, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2005 and reported adverse events including chronic pelvic pain / severe pain. On (B)(6) 2016 she underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and embedded device ('the edge of the essure device could be seen protruding into the endometrial cavity.') In an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical device site erosion. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (diagnostic hysteroscopy, retrieval of eroded essure device, diagnostic laparoscopy,chromopertubation and underwent surgery to remove essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, back pain, heavy menstrual bleeding, fatigue, abdominal pain, abdominal distension, migraine, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, embedded device, fatigue, heavy menstrual bleeding, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: essure device present with a buildup of inflammatory tissue around it . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and embedded device ('the edge of the essure device could be seen protruding into the endometrial cavity.') In an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical device site erosion. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (diagnostic hysteroscopy, retrieval of eroded essure device, diagnostic laparoscopy,chromopertubation and underwent surgery to remove essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, back pain, menorrhagia, fatigue, abdominal pain, abdominal distension, migraine, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, embedded device, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: essure device present with a buildup of inflammatory tissue around it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient medical history, lab data, event: the edge of the essure device could be seen protruding into the endometrial cavity, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("including heavy menstrual bleeding"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (underwent surgery to remove essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, menorrhagia, fatigue, abdominal pain, abdominal distension, migraine, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2005 and reported adverse events including chronic pelvic pain / severe pain. On (B)(6) 2016 she underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.